Event description:
It is reported that the articular surface was revised due to pseudolaxity and recurrent effusion.

Manufacturer narrative:
This report will be amended when our investigation is complete.